Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned segment of lead revealed a distal high voltage cable disconnected from connector inside of yoke molding and no other damages were observed. Based on evidences, the damage was most likely due to pulling on lead at the yoke while removing from the header. The allegation was not confirmed.

Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and had physical damage at the yoke area. Subsequently, this lead had high out-of-range pacing impedance. The field representative will then return the lead as the rest of the lead was left in the patient. No additional adverse patient effects were reported.